Event description:
The dr attempted a sphincterotomy with the wire-guided papillotome (lot 1152377). The wire was not cutting during repeated attempts to cut the sphincter at which time the doctor's assistant felt the wire break. The doctor visualized the end of the wire on the monitor, and approx 3/4 inch of the wire was missing. It had broken off in the pt's duodenum and was not retrieved. On the next attempt with another papillotome of the same kind (lot 1154655), the wire broke. It was retrieved with one end remaining attached in the papillotome. The dr states that the wire remaining in the pt should pass in his stool without causing any long-time problems for the pt. The procedure was completed successfully on the third attempt, using a different brand of papillotome.